Event description:
The consumer reported that the patient started having colon issues about 6 months ago in 2015. On (B)(6) 2016, the patient found out they had c. Diff from taking too many antibiotics. They believed the colon issues were because of the patient's c. Diff, but they wanted to be sure it was not the device so they turned it off. The patient was working with their health care provider (hcp) regarding the issue and was hospitalized. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.